Event description:
Information received indicates the head and foot casters are locking independently of each other. One end will hold in brake when the other does not.

Manufacturer narrative:
The technician replaced the brake/steer tube to repair the stretcher.